Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling were during testing. The insulin pump was also received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a stuck up arrow button. The customer stated that he went to input his blood glucose into the insulin pump for a bolus, but the insulin pump kept scrolling up. He removed the battery and reported that the insulin pump no longer allowed him to program the time and date. The customer's blood glucose was 211 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.